Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the last couple times he had charged, the recharging had been taking a long time. The patient reported that he had it on for 6 hours and the battery didn¿t move. The patient reported that in the past it may only take 1.5 hours and had good coupling. The patient reported that there had been no change to the settings. The patient reported using the ins 24/7. The patient reported that in the past he met with a manufacturer¿s representative (rep) in the past to optimize therapy and would like to meet again to target certain areas. The patient reported that the implant helped and clarified it was not due to a problem with the therapy or implant. The patient connected with the recharger over the phone and confirmed full coupling and ins battery 25% charged. The patient reported that he turned the ins off since he had noticed the charging time was reduced. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they were unaware of the patient's issues. The patient has not been seen since (B)(6) 2015.